Manufacturer narrative:
The sample was discarded by the hosp and is not available for investigation. Attempts have been made to obtain add'l info. Upon completion of the no sample investigation, a supplemental report will be submitted.